Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2026, whilst administering an intravenous infusion to a patient using a peripherally inserted central line (pic) catheter kit and accessories, a nurse noticed fluid leaking from the tubing of the kit. The infusion was suspended; the nurse immediately reported the matter to the doctor and requested a consultation from the intravenous therapy team. Upon examination, it was found that the tubing of the peripherally inserted central venous catheter (PICC) kit and accessories had ruptured in the middle section. The ruptured end was cut away, and the tubing was reconnected using the intact end. There was no further leakage, and the device was deemed fit for normal use.